Manufacturer narrative:
The sheath was returned in a used condition with the delivery system and loader inserted. The device was visually inspected, and the following was observed:  liner is circumferentially delaminated approx. 3¿ in length from distal tip, marker band is present, 2 minor folds from the distal end 2¿ and 2.5¿ , balloon burst radially, longitudinally, and guidewire lumen stretched and tip opened as designed. Patient imagery was provided for review and the access vessels were observed to be calcified and tortuous. Due to the nature of the complaint, no dimensional analysis was able to be performed. Due to the condition of the returned device (liner delamination), functional testing for this complaint could not be performed. The complaint was confirmed visually. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of lot history revealed no additional complaints for the reported event. A review of the complaint history from july 2019 to june 2020 revealed other returned complaints for the reported event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of the complaint history revealed that the occurrence rate did not exceed the june 2020 control limit for the trend category. Instruction of use (IFU) (esheath IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The follow was described: precautions: use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Delivery system removal: completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated , retract the loader (if needed) , pull the entire delivery system through the sheath , maintain guidewire position in the aorta  caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. If delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath) , maintain guidewire position , check for pv leaks under echo, if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies have been identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported evet was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. As per description ¿withdrawal difficulties were encountered, and the delivery system was unable to be removed through the sheath due to the ruptured balloon¿. The stretched guidewire on the delivery system is indicative of the ruptured balloon catching on tip and being pulled with force. It is possible that subsequent excessive force and manipulation applied to retrieve the ruptured balloon likely led to delamination of the sheath liner. While a definitive root cause is unable to be determined, available information suggests that and procedural factors (withdrawal of a burst balloon) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformance or IFU/training deficiencies were identified and complaint occurrence rate did not exceed the control limit for applicable trending category, a product risk assessment (pra) is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12348. UDI: (B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 23mm sapien 3 ultra valve in the native aortic position via transfemoral approach with a 23mm commander delivery system and 14f esheath. After implantation of the 23mm sapien 3 ultra valve, the 23mm commander delivery system was removed from the body. The same 23mm commander delivery system was reinserted for post dilation of the valve. Upon inflation, the balloon ruptured. The delivery system was pulled back to the sheath for removal. Withdrawal difficulties were encountered and the delivery system was unable to be removed through the sheath due to the ruptured balloon. The delivery system and sheath were removed as a unit. There was damage to the sheath but the extent of the damage could not be determined. Upon removal, a femoral dissection was observed that required placement of a peripheral stent. The patient is stable and well and is planning to be discharged from the hospital. The device was returned for evaluation. Pre-decontamination evaluation discovered a circumferential delamination 3" in length with the marker band attached to liner.